Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) found on the home choice (hc) device during use during dwell 6 of 6. The home patient (hp) was connected to the hc. The baxter technical representative (tsr) advised hp to contact the nurse regarding this alarm. The there was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.